Event description:
Same case as 2134265-2009-06370. It was reported that during a rotational atherectomy procedure, a burr became stuck in the lesion. The 90% stenosed lesion was located in a moderately calcified and moderately tortuous mid left anterior descending coronary artery. After completing the atherectomy of the mid lad lesion, the physician was attempting to remove the rotalink plus 1.75mm burr using dynaglide when it became stuck in the 25% stenosed portion of the lesion. The physician was able to push the mach1 cls3.5 guiding catheter distally and then remove the burr along with the rotawire floppy guide wire successfully. No pt complications occurred. The pt status was satisfactory.

Manufacturer narrative:
(B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).